Event description:
Customer reported a malfunction that displayed malfunction code "malf 0" on the device. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset; the malfunction did not recur after resetting. Customer was advised to continue using the pump and to contact technical support if the issue recurs.